Event description:
A surgeon reported that an intraoacular lens (iol) was replaced due to a broken haptic. Add'l info has been sought.

Event description:
The initial report for this event stated that a pt's intraocular lens (iol) was replaced due to a broken haptic. Additional information provided by the reporting surgeon indicates that during the iol exchange surger, the haptic was noted to be intact and free floating in the anterior chamber. An uncomplicated iol exchange was performed. The pt's condition was noted to be stable on the first and second postoperative days. On the 6th postoperative day, the pt presented with endophthalmitis. The pt was referred to a retinal specialist. A vitreous tap was performed and the pt was treated with intravitreal antibiotics. The replacement iol remains implanted. The cause of the endophthalmitis remains unknown.